Event description:
It was reported that during a da vinci s hysterectomy procedure, half of the yellow plastic piece on the permanent cautery hook instrument broke off and fell into the patient. The broken piece was not retrieved. The planned surgical procedure was completed with an instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post-evaluation) and/or if additional information is received. On (B)(6) 2010, the site's risk manager reported that no additional procedure was required to locate and remove the broken instrument piece. The instrument fragment was reported to have fallen into fatty tissue and was unable to be located. The patient is aware that the broken instrument piece was not retrieved. There were no complications experienced by the patient and the patient is reported to be doing well.